Event description:
The customer reported they had a speaker malfunction error. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.